Manufacturer narrative:
Additional information: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1017891 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1017891, test base part number 190-430 / lot: 1017891. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1017891 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Report: 1221359-2021-01405.

Event description:
The customer reported 2 false positive results with the ID now covid-19 assay performed on multiple dates with multiple patients. This MFR. Addresses patient 2 of 2. The customer reported false positive results with the ID now covid-19 assay performed on (B)(6) 2021 on a nasal kitted swab and generated negative results. Repeat testing was performed on (B)(6) 2021 and generated positive results. Confirmation testing was performed on (B)(6) 2021 and generated negative results. The customer confirmed that the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed that the patient was sent to preventative care until pcr results were received.